Manufacturer narrative:
Per tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Per tandem user guide - per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 42 mg/dl. Reportedly, customer overrode the bolus delivery recommendation and delivered a 10 unit bolus. Pump data review confirmed interaction with the pump and manual entry for the bolus delivery. Additionally, customer was using novalog supplies for over 72 hours. Customer received a glucagon injection by paramedics who transported customer to the ER. When customer arrived at the ER, bg was treated via intravenous insulin, saline, dextrose, and consumption of carbohydrates. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg 180-205 mg/dl). System check with tandem technical support confirmed the pump was functioning as intended.